Manufacturer narrative:
(B)(6).

Event description:
It was reported that after connecting the burr on the handpiece, the burr stopped turning and the handpiece sets to alarm state. Removing the burr, plastics had been damaged. The surgeon changed the handpiece and the incident repeated again. Then the surgeon used another burr (other product reference with bigger diameter and it was ok.) No plastics pieces were left into the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 4.0 mm elite stonecutter burr was returned for evaluation. Visual assessment of the burr found that the polycarbonate components the sluff chamber and adapter body are fused together showing evidence of being operated with inadequate irrigation. The cause of the melting/seizing is due to improper fluid flow during use.

Manufacturer narrative:
The reported stonecutter burrs intended for use in treatment, have not been returned for evaluation, however a photograph was supplied, visual assessment of the photograph confirmed the polycarbonate components the sluff chamber and adapter body are melted and fused together. The cause of the melting/seizing is due to improper fluid flow during operation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.